Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and confirmed the customer reported issue keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit failed self test with unexpected pump error 63. Unit was successful downloaded using thus software. The adapt tool reveals that pump error 63 was recorded on 06/23/2024 at 18:29:09.000. File number=37 line number=367. Per software engineering log investigation pump error 63 was caused by hardware anomaly. In addition, pump error 4 and pump error 53 were recorded on 04/24/2024 at 18:29:41.000. Pump error 53: file number=2005 line number=5632. Per software engineering log investigation pump error 53 was caused by software anomaly. Isolate to electronic assembly. Upon keypad overlay removal, no moisture damage or anomalies noted on keypad traces. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. No moisture damage noted to electronic assembly and j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: keypad overlay texture damage, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, cracked case (battery tube), and label damage (faded). In conclusion customer concerns were not confirmed. All buttons function properly during testing. During visual inspection no evidence of moisture damage on keypad traces was noted. Unit functioning properly. In addition, pump error 63 was noted during self test. After a secondary download pump error 53 and 4 were also recorded. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.